Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. This lead will not return for analysis. No additional adverse patient effects were reported.